Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis; therefore, the reported "high power" event cannot be confirmed. It was reported that the patient was treated with intravenous treatment; however, the issue was not resolved. There is no evidence to suggest that a device malfunction caused or attributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ ingestion, high flows, incorrect setting of alarm thresholds. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted after reporting high watts with the ventricular assist device (vad). The patient was diagnosed with a pump thrombus. It was also noted that the patient experienced renal deterioration. The thrombus was unable to be resolved with intravenous treatment. Lactate dehydrogenase (ldh) was elevated. The vad was interrogated and the pump was exchanged on (B)(6) 2017. No further information is available. No further patient complications have been reported as a result of this event.